Event description:
Events became reportable based on investigation completed on 26-oct-2006. It was reported that during an unspecified procedure, the taxus express2 drug eluting stent system, failed to cross the lesion.

Manufacturer narrative:
Returned device analysis revealed a break in the hypotube, at approx 22 centimeters distal from the strain relief. The hypotube was kinked at the point of separation. Damage to the stent was also found near the proximal end. Some of the struts were misaligned. The damage present is consistent with a restriction having occurred during the procedure. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no other associated complaints to date. The root cause of the reported complaint cannot be determined.